Event description:
Primary tka performed in 1996. Pt underwent two prior revisions to exchange tibial bearings due to pain and instability. Knee continued to be symptomatic and all components were removed in 2001. Antibiotic spacer was placed in joint and further surgery is anticipated.